Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator right (mtmr). The system was verified and ready for use. The unit was analyzed and the issue was confirmed in logs; however, it could be replicated during testing on surgeon side console fixture test platform (sftp). Upon visual inspection, no issues were found that would be related to reported event. The mtm was then installed onto a sftp where all relevant testing was passed within specification. Once testing was completed, the mtm2 was inspected, and no fault to be identified. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a training/demo of the da vinci system error 287 on right master tool manipulator (mtmr). There was no report of patient involvement.